Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported they wanted magnetic resonance imaging (MRI) guidelines and how to stop the pump as the patient became lethargic and obtunded sometime last week. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The hcp did not have access to a physician programmer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was reported that the patient was deceased. The date of death was not reported. An hcp reported that the patient¿s death was possibly related to pneumonia, but they did not know for sure. On 2019-mar-29 an alternate hcp reported that the patient¿s death was not related to their morphine pump. It was indicated that the cause of the patient¿s death could not be released. The patient was in hospice care at the time of their death. The hospice care was further noted as not having been related to the patient¿s device or therapy.